Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power supply was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar. It was reported that the site was able to take their first spin just fine, but when they were going to take a post spin it was noted that the radiation button on the pendant was green then went to a red x.. The site had checked all connections and rebooted the system. The system had seemed to work fine after the reboot until the site had gone to take a spin and an error had displayed stating early termination of the spin. Patient was present. There was a 30 min delay in the case as they aborted using the system and went to taking fluoro shots.